Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial:(B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient developed an infection in an unknown location. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.